Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. The patient with an implantable cardioverter defibrillator (ICD) was experiencing oversensing and receiving inappropriate shocks. An invasive procedure was performed and determined that the pace/sensing portion had malfunctioned and when the lead was hooked up to the ecd, the morphology side had erratic numbers as well. The physician elected to replace the lead and ICD at this time.